Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the observed foreign material in the forceps channel could not be determined, as there was no device deformation observed that could contribute to the retention of foreign material and it is unknown if the facility reprocessing was implemented in accordance with the IFU, however, the issue was likely the result of insufficient device cleaning/reprocessing. The event may be detected/prevented by following the instructions for use sections below: chapter 3 preparation and inspection of the instruction manual urf-v2 operation edition chapter 5: endoscope reprocessing olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the uretero-reno videoscope had an air leakage. There was no report of patient or user harm associated with the event. During inspection and testing of the returned device, foreign material was discovered coming out of the forceps/instrument channel. This report is being submitted to capture this reportable malfunction which was identified during the evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation. The customer¿s allegation of air and water leakage was due to a pinhole on the instrument channel tube. Additionally, because the channel tube was crushed, the forceps could not be inserted.